Event description:
It was reported via repair work order that the foot section was stuck elevated due to cable and motor damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).